Manufacturer narrative:
This is being filed as unresolved infection. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.

Event description:
The pt's mother reports that her daughter has an ongoing infection and is being treated with drops. F/u with the ecp (B)(6) 2012 notes the pt had redness and irritation, diagnosed with keratitis and is being treated with zymaxid and tobradex to prevent infection and scarring. Also noted; reduction of best corrected visual acuity lasting longer than 7 days.